Event description:
The consumer alleges after the dealer adjusted the chair, the post from his power legrests allegedly hit the ground when he was coming out of van and dug into the black top, almost tipping him forward. The consumer alleges, the actuator broke as well. The alleged injury is serious, but it is unclear as to which incident may have caused the alleged injury.

Manufacturer narrative:
Manufacturer spoke with user whom alleges their dealer had made an adjustment to their chair prior to the incident. The chair was new and the user alleged it was too high for their minivan. They contacted the dealer who picked up the chair and made adjustments. It's after these adjustments the chairs power leg rests hit the ground while getting out of his van and the user stated he almost tipped. User is alleging serious injuries as a result of this near tip. Manufacturer is working with user to get the chair serviced. MDR filed as a conservative measure. Nature of complaint suggests a potential service issue.